Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint cannot be confirmed due to the not returned parts. One unpackaged ar-1588rt serial/batch number (B)(6) was received for investigation. Visual evaluation found that the only returned device for investigation was the titanium button and passing suture. However, no problem was found with the returned parts. No sharp edges were noted on the button, no issues with the remaining suture. Per dfu-0147. Precautions: 1. Acl/pcl/ btb/rt/abs tightrope only: excessive force on the shortening suture strands may break the strands and impair the ability to seat the implant fully. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket, and the graft stability is verified by pulling distally on the graft.

Event description:
It was reported that during an anterior cruciate ligament surgery the device tore during insertion. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.